Event description:
During a right ventricular outflow tract ablation, a pericardial effusion occurred. The ablation site was mapped and after introducing the catheter, a hardware error occurred from the precision link in port 3. The precision link was restarted, the magnetic sensor was moved to port 5, the catheter was reconnected and re-entered into the catheter menu with no resolution. The precision link was deactivated and the procedure was continued without magnetic data but the catheter appeared outside of the geometry. The ablation location did not appear to move on the mapping system. The hd grid was reinserted into the patient and appeared in the correct location but the patient became hypotensive. The catheters were removed and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. The physician believed the cause of the perforation was due to manipulating the tacticath se in a thin walled structure near the right ventricular outflow tract.

Manufacturer narrative:
One tacticath¿ contact force ablation catheter, sensor enabled¿ bid curve d-f was returned for investigation. The 10-pin connector eeprom contained no data and no longer met specifications, consistent with the sensor error reported. Electrodes 1-4, both thermocouples, the magnetic sensor (pins 1 and 2), optical fibers 1-3 met specifications during testing. The tactisys log files were also analyzed. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath sensor enabled contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported pericardial effusion. Per the IFU, cardiac perforation is a known risk during the use of this device. The cause for the perforation per the physician was due to manipulation of the catheter and the thin wall anatomy.